Event description:
Complainant alleged that while attempting to monitor the heart rhythm of an (B) (6), female patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
After several attempts to reach customer, manufacturer's agent was unable to determine info.

Event description:
Caller reported blood glucose results of 178 mg/dl and 90 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.